Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. The battery appeared to be depleting more quickly than expected. The device remains in service, but boston scientific technical services (ts) recommends device replacement as soon as possible. No adverse patient effects were reported.